Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported receiving from his dario meter an ea1c that was .5 points lower than the a1c that he received on his lab results. In addition, the user reported that several months prior, his dario meter was reading 30 mg/dl to 50 mg/dl lower than his non-dario meter, however more recently, he was receiving bg readings that were 70 mg/dl to 80 mg/dl lower than his non-dario meter. The user also added that for much of the four months in between lab tests, he had been receiving an ea1c of 6.7%. Due to the above, the user began adding glipizide to his regimen causing his ea1c to drop to 6.5% and 6.6% compared to the a1c of 7.0% that the user received from his lab tests. The user also stated that his post meal bg readings decreased from approximately 190 mg/dl and 200 mg/dl to 95 mg/dl and 105 mg/dl in one week.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.